Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving a shock. The episode was noted as double counting in atrium and ventricular; lead dislodgement was suspected. The patient presented for a lead revision. Chest x-ray confirmed lead dislodgement. During the procedure, the rv lead screw would not retract. The lead was explanted and replaced. The patient was stable post-procedure.